Event description:
Per (B)(4) adverse event report, it was noted at a follow-up visit that this lv lead had no sensing or capture. The lead was found to be dislodged on cxr. A repositioning procedure was scheduled for (B)(6)2010. Should additional information becomes available, this event will be updated. On (B)(6)2010 - this lead was explanted and replaced with a corox otw-s 75-bp, (B)(4). On (B)(6)2010 - we were informed that this pt's lead had dislodged due to twiddler's syndrome.